Event description:
Complainant alleged that while attempting to treat a pt, the display blanked out and clinical info could not be read. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.